Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 60 (mg/dl) in (B)(6) 2016; however, no specific event date was provided. Customer ate a granola bar to treat the low bg level. Recommendation was made to consult with health care provider to discuss diabetes management.

Manufacturer narrative:
Review of pump data showed that a low blood glucose (bg) level of 58 (mg/dl) was recorded on (B)(6) 2016. Prior to the recorded low bg level, the customer requested and delivered three boluses within a 3 hour time frame. During each bolus request, the pump registered insulin on board from a previous bolus delivery. It is possible that the customer may have miscalculated carbohydrates. Additionally, the user does not always input their bg values into the pump when requesting a bolus, thus the pump cannot recommend a reduction of insulin if the inputted bg level is lower than the target bg level. The review of the pump data did not show any pump malfunction.